Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Confirmed revision of pinnacle/kar implants. Reason due to raised cobalt levels (blood report attached), revision date confirmed. Date of implant not provided. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of head. This complaint was updated on nov 15, 2017.

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of pinnacle/kar implants. Reason due to raised cobalt levels (blood report attached), revision date confirmed. Date of implant not provided. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of head. This complaint was updated on nov 15, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.